Manufacturer narrative:
Conclusion: this event does not indicate device misuse or malfunction. Heart failure is listed in the corevalve IFU under potential adverse events and can be related to patient comorbidities. As the device remained implanted and could not be returned for analysis, a relationship of the heart failure to the device or procedure could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six years and five days following the implant of this transcatheter bioprosthetic valve, heart failure was reported. Subsequently, a second valve was implanted valve-in-valve. No additional adverse patient effects were reported.